Event description:
It was reported that the loop recorder may have been undersensing which caused asystole episodes to be collected. The loop recorder is still in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the loop recorder may have been undersensing which caused asystole episodes to be collected. The loop recorder is still in use. No patient complications were reported as a result of this event. It was further reported that the loop recorder was explanted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): upon analysis, no anomalies found.